Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on 6 east ddc the pca tubing leaked an unspecified fluid. Although requested, no additional information about the patient, medication, or event provided.